Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot #: 1006154 ¿ device expiration date: 31-jan-2026 ¿ device manufacture date: 12-mar-2021; lot #: unknown ¿ device expiration date: unknown ¿ device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: the consumer reported no insulin flow during priming with ultra fine nano pen needles. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-may-2022. H.6. Investigation: customer returned (27) used 32gx4mm bd pen needles without teardrop labels attached. The customer reported no insulin flow during priming. The returned samples were examined, and it was observed that 23 pen needles featured bent non-patient end (npe) cannulas. The remaining 4 pen needles were tested for flow using a test pen injector, and it was observed that all 4 were able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were all returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent by the user after handling the pen needles.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming with ultra fine nano pen needles. Date of event : unknown. Samples : available.